Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported the patient underwent a gynecological procedure in 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted; due to sui. The patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urine leakage, urgency, incontinence, urinary tract infection and cystocele. The patient also underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent injection of botulinum toxin or botox into the bladder wall on (B)(6) 2012. It was reported that patient also underwent periurethral macroplastique injection on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
.